Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The cause of the power on reset (por) was believed to be from the patient's pacemaker; it was conflicting with the implantable neurostimulator (ins). The action/intervention taken to resolve the issue was they met with a manufacture representative (rep) who corrected the error message. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was trying to increase stimulation, but encountered a power on reset (por). The patient was talking about a botox surgery again, but the healthcare provider (hcp) suggested increasing stimulation. Caller said the patient didn't notice a change in therapy, but their hcp suggested increasing stimulation. As a result of what was reported, the patient was redirected to their hcp. It was reviewed that the implant reaching a low status could be a reason why the por was observed. No patient symptoms were reported and no further complications have been reported as a result of this event.